Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product. The carrier tube assembly and bypass tube were returned along with the header bag. No poly-foil pouch was returned. Visual inspection revealed that there was no damage or deformation on the carrier tube assembly. The bypass tube was completely detached from the main body of the device and the anchor was exposed. The collagen sponge was slightly expanded at the tip of the tube. The deployment sleeve was found in the full forward lock position. No other visual anomalies were noted with the device. Functional testing was not able to be accomplished as the collagen was already swollen preventing the bypass from moving into the manufacturing position. For dimensional testing, the inner diameter of the bypass tube at the distal end was measured and found to be 0.091" which was within the specification of 0.091" +0.002/-0.001. The measurement was within the manufacturer specifications. The complaint could be confirmed for the bypass tube detached upon investigation. It is likely that the issue may be related to the improper opening of the foil pouch or mishandling of the tip of the carrier tube after opening the pouch. As the poly-foil pouch was not returned, no definitive conclusion can be made regarding the cause of the bypass tube detachment. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Weight - (B)(6) kg. Patient height- 65". The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device section containing the plug came off the delivery system. There was harm to patient. They successfully deployed another device. It was a left heart catheterization (lhc) using bsc dx catheters. There was no patient injury, medical/surgical intervention required. The patient's condition was reported to be great. The procedure outcome was a success. Additional information was received on 23nov2020. The patient's condition was stable. A terumo 6fr sheath was used. Percutaneous coronary intervention (pci) using bsc runway jr4 guide. There was no harm to the patient. They successfully used another angio-seal device of the same lot number.